Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that x-rays confirmed that both of patient's leads migrated and unable to provide effective therapy. As such surgical intervention was undertaken wherein both leads were explanted, and a new lead was implanted. Therapy was restored following the procedure.